Event description:
It was reported by the stryker field service rep that an employee had allegedly hurt their back when trying to disengage the brakes from the side controls on the unit. There was no pt involvement, but there were adverse consequences to an employee.